Event description:
Boston scientific received information that this left ventricle (lv) lead was part of a system revision due to infection. During the removal of the lead, it was reported to have frayed. The physician was able to remove the lead using a snare. The lv lead got stuck at the subclavian due to a fibrosis. Additional information received that the lv lead was discarded by the hospital staff. This lv lead is now out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.